Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including bench handling and full functionality stress testing with a known good ECG cable and multifunction cable on a simulator without duplicating the report. Visual inspection of the defib cable receptacle shows evidence of fretting. The defib cable receptacle was replaced as a precaution and the customer was sent a replacement multifunction cable. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.